Manufacturer narrative:
(B)(4). Retainer ring=missing, customer complained on (B)(6) 2021 the reservoir compartment is cracked. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked keypad overlay and keypad overlay peeling. Verified the retainer ring is missing off pump.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.